Event description:
It was reported that a user experienced insulin leakage from the cartridge area during a supply change, observed inside the pump chamber and reproduced on a subsequent attempt when the user switched only the connector and tubing; after counseling on proper replacement, the user resolved the issue by changing all supplies. Symptoms included no reported adverse clinical effects. Outcomes included completion of troubleshooting and replacement supplies shipped without medical intervention. Investigation included customer care agent review of the supply change workflow and user¿s handling steps and education. Investigation of this case revealed a leaking pre-filled cartridge consistent with a cartridge integrity issue rather than a connector failure, given the location of the leak and resolution after full supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the pre-filled cartridge.

Manufacturer narrative:
Initial.